Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the tip could hardly be screw out and fixed, and tested parameters were not ideal. The ipl was removed and replaced with another lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.